Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer experienced unspecified low glucose sensor scan results on the adc device and they felt unwell. It is unknown whether the customer noted a trend arrow on the device. The paramedics were called and upon arriving, a glucose result of 500 mg/dl was obtained compared to sensor scan of 50 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was administered saline solution for treatment and then taken to the emergency room (ER). At the ER, a glucose test result of 658 mg/dl however, no further treatment was reported, and the customer was "told to go home and have some rest". There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer experienced unspecified low glucose sensor scan results on the adc device and they felt unwell. It is unknown whether the customer noted a trend arrow on the device. The paramedics were called and upon arriving, a glucose result of 500 mg/dl was obtained compared to sensor scan of 50 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was administered saline solution for treatment and then taken to the emergency room (ER). At the ER, a glucose test result of 658 mg/dl however, no further treatment was reported, and the customer was "told to go home and have some rest". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.